Manufacturer narrative:
The device was finally returned at manufacturing site for investigation purposes. Visual inspection and physical testing of the part revealed that the tightening screw of the mayfield head holder adaptor is bent and the mayfield cannot be tightened or untightened. The cause of this event could not be determined but the most probable root cause is that an excessive force was applied on the mayfield head holder adaptor. The device was replaced on (B)(6) 2020.

Event description:
The mayfield adaptor is not working quite properly. It appears the teeth on the mayfield get jammed and have to be very forcefully pulled apart in order to work properly. A new mayfield adaptor/ handle will be ordered. It should be noted that with enough force, the field service engineer was able to disengage and get the mayfield adaptor to work properly

Event description:
The mayfield adaptor is not working quite properly. It appears the teeth on the mayfield get jammed and have to be very forcefully pulled apart in order to work properly. A new mayfield adaptor/ handle will be ordered. It should be noted that with enough force, the field service engineer was able to disengage and get themayfield adaptor to work properly.

Manufacturer narrative:
Many attempts were performed in order to have information about product return. First, the field service engineer informed us by email on 23 sep 2019 that it was unawared about the event, and he called the team of the hospital and there are no complaints in regards to it. Then, following a second attempt, the fse confirmed again by email on 29 jan 2020 that he was unaware of the issue with the mayfield teeth getting jammed. However, he reported another event in the same email. This event is related to the same piece. He mentioned that the mayfield headholder adaptor has a bent screw and he noticed that during his last visit. As the fse and the hospital team were not aware about the current complaint, and since the affected piece is the same in both complaints, the current complaint will be closed and action will be followed via the new complaint. The replacement and return of this piece will be the resolution for this complaint. Corrected data: - b4 date of this report; - g4 date received by manufacturer; - h2 if follow-up, what type ; - h4 device manufacturer date : the date is unknown, the date that was reported in the initial medwatch is the manufacturing date of the core device br16014; - h6 event problem and evaluation codes; - h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The mayfield adaptor is not working quite properly. It appears the teeth on the mayfield get jammed and have to be very forcefully pulled apart in order to work properly. A new mayfield adaptor/ handle will be ordered. It should be noted that with enough force, the field service engineer was able to disengage and get the mayfield adaptor to work properly.